Event description:
It was reported that the patient experienced atrial under sensing. Reprogramming changes were recommended. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received that there was non-sustained rv oversensing when the patient presented for routine follow-up. Review of the episodes noted intermittent ventricular undersensing. The patient was asymptomatic. Programming changes were made. The patient will be monitored with routine follow-up.

Manufacturer narrative:
(B)(4).